Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057936, medical device expiration date: n/a, device manufacture date: 2018-02-26; medical device lot #: 8025585, medical device expiration date: n/a, device manufacture date: 2018-01-25. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 10cc s/t wos sterile water bns had plastic debris from the plunger that was found stuck or trapped in between the plunger and inner tip/wall of the barrel. The customer believes this caused a void or channel where water leaked post manufacturing.

Manufacturer narrative:
B.5. Describe event or problem: this is not MDR reportable. This complaint will be cancelled. Customer informed that this complaint was sent in by mistake and was not related to the others sent in. If further evidence supports device malfunction, this complaint will be re-evaluated. H.6. This is not MDR reportable.

Event description:
It was reported that a syringe 10cc s/t wos sterile water bns had plastic debris from the plunger that was found stuck or trapped in between the plunger and inner tip/wall of the barrel. The customer believes this caused a void or channel where water leaked post manufacturing this is not MDR reportable. This complaint will be cancelled. Customer informed that this complaint was sent in by mistake and was not related to the others sent in. If further evidence supports device malfunction, this complaint will be re-evaluated.